Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, de novo, 90% stenosed lesion in the proximal left anterior descending artery. Pre-dilatation was performed with a 2 x 12 mm, 2.5 x 15 mm, and a 3 x 8 mm balloon catheter. The xience alpine 3.0 x 38 mm was implanted and then an edge dissection was observed. Another xience alpine was implanted to cover the dissection. There were no adverse patient sequelae or clinically significant delay in the procedure. No additional information was provided.